Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR = no report.

Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) device showed as tachy mode off according to combined follow up report. This crt-d remains in service. No additional adverse patient effects were reported. Additional information which received indicated that the therapies were turned off at the patient's request and per the doctor's instructions. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) device showed as tachy mode off according to follow-up report. This crt-d remains in service. No additional adverse patient effects were reported.